Manufacturer narrative:
We evaluated the remainder of this product (part of the product remaining without being implanted) and concluded that the breakage in this case probably caused by the excessive force applied to during cutting of this product. The device history record was reviewed, and no irregularities were noted. With the inspection, we were not able to identify specific problems regarding specifications of this product. Meanwhile, the cause of the event has not been specified because it is impossible to remove the implanted product from the patient's body for direct inspection. The osferion bone void filler package insert status in the following section: <warning and precaution> important basic precautions (9) cutting edges or trapezoids may cause cracking or inappropriate breaking, etc. This report is being submitted as a medical device report is an abundance of caution. <additional comment> we submitted the initial report on nov 28th 2019. Report number: 3007738819-2019-00011, 3007738819-2019-00011-follow-up1 this is resubmission.

Event description:
A patient underwent high tibial osteotomy (hto) using bone void filler (hereafter, this product). The surgeon in charge of the patient cut this product into a wedge shape and implanted it to fill the bone defect formed after the osteotomy. The product broke after implantation and correction loss occurred. The surgeon then removed the broken product and implanted anew a different bone void filler cut into a wedge shape into the bone defect. However, the product implanted anew also broke. Since no correction loss was observed, the surgeon left the newly implanted product as it was and fixed the osteotomized tibia with a bone plate and bone screws.